Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving morphine (30 mg/ml at 3.2 mg/day) via an implanted pump. The patient reported that over the last several weeks or months (she was unsure on the exact time frame), she had not been getting as beneficial pain relief as she once was. Her pain was worse than previously. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient reported that she fell often. A pump check/dye study was attempted on (B)(6) 2023, but the managing physician was unable to withdraw from the cap (catheter access port). No dye was injected since he could not aspirate and clear the catheter, but according to the physician, it looked like the catheter had pulled down significantly and was no longer in the intrathecal space. A catheter revision was planned, but not yet scheduled for the patient. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.